Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized on (B)(6) 2021 as they were experiencing high blood glucose level 425 mg/dl and diabetic ketoacidosis. Customer stated that insulin pump was not delivering right amount of insulin. Customer was not experiencing any symptoms related high blood glucose level. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.